Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a coronary artery bypass graft procedure on (B)(6) 2012 and suture was used. During use, the surgeon experienced drag and felt a pop as he was going through a vessel. The surgeon feels that this drag is occuring at the wedge of the suture. The surgeon continued using the product to complete the procedure. There were no adverse pt consequences.